Event description:
It was reported that during attempted implant, the lead was unstable in the desired position. Therefore, the lead was not used and replaced with different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.